Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a hdmi 9735854 panel mnt adpt f-f s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the system would not display external video when connecting to facility boom monitor. The representative was not in front of system at the time of call, but performed several troubleshooting steps prior. The representative confirmed that the boom monitor works by plugging in a video connection from a different system. External video displayed successfully. The representative confirmed the video connection on this system by plugging a video cable into a standalone external monitor. External video displayed successfully. The representative switched the external video resolution settings. On auto, 1980p and 2k, the video resolution would not display to the boom monitor. The representative also rebooted the system several times with the hdmi cable plugged in upon bootup. Issue persisted. Technical services (ts) reported that this system had a refresh computer, while the other system did not. After consulting ts agents, it was confirmed that this difference is most likely the cause of the complaint. There was no patient involvement. Due to the legacy computers going end of service by the manufacturer, and the fact that external video works on a standalone monitor, technical services (ts) recommended to the representative to work with stryker representative to see if alternative video boxes or cables from the boom can resolve the issue.